Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 22000 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. Four patient files were received and recorded on the reported date of the event and confirmed the system notices. External visual inspection of the balloon, shaft, and handle segments was performed. External visual inspection of the electrical handle segment showed the female coaxial connector was detached from rear strain relief. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 22 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold, below -60 degrees c. The inflation, ablation, and thawing phases were completed. No console system notices were generated. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the balloon catheter failed the returned product inspection due to the injection tube fracture/tear observed at the balloon segment and female coaxial connector detached from the rear strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable and electrical umbilical cable were reconnected, and the coaxial umbilical cable was then replaced without resolution. The console was rebooted without resolution. The balloon catheter was replaced and a system notice was received indicating that the refrigerant delivery path was obstructed. It was also reported that the temperature changed and dropped unexpectedly. The electrical umbilical cable was reconnected without resolution. The electrical umbilical cable was then replaced and the display temperature did not drop. It was also reported that a different system notice was received indicating that the refrig erant delivery path was obstructed. The pulmonary vein (pv) was not completely isolated so the case was completed with radiofrequency. No patient complications have been reported as a result of this event.